Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this left ventricular (lv) lead due to high, intermittent impedances of greater than 2,000 ohms. The patient was brought in to their clinic for lead testing, which was noted to appear normal, and noise was unable to be produced with patient isometrics. Troubleshooting options were questioned, as the patient was to return to the clinic for additional discussions and lead testing. No adverse patient effects were reported.

Event description:
Additional information was provided that the physician had ordered a chest x-ray to discern the integrity of the rv lead pace/sense connection. High impedances have been shown periodically on the lv lead. The device was reprogrammed to lv tip to lv ring configuration and the impedance was consistently normal after that pacing configuration change. The patient will continue to be monitored.